Manufacturer narrative:
Medwatch report number: (B)(4). Response to FDA request: question 1. The final results of any failure analysis or laboratory testing of the device listed in the reports(s) including: (1) a complete description of methodology(ies) used, (2) an identification of the failure mode(s) and/or mechanism(s) and the associated component(s) involved, (3) any conclusions based on the final failure analysis or laboratory test results. Response: this device was deployed and lodged in the patient and was not removed before the patient's death; therefore a failure analysis of the complaint device cannot be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Per the dfu, the action suggested to address this condition is: "do not attempt to move or manipulate an engaged filter. In most cases, a second filter properly paced should be implanted for protection against recurrent pe." The dfu also contains the following caution, "insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release." The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was reported via voluntary medwatch (B)(4) that during a filter placement procedure, a deployment issue occurred. The lesion was located in the inferior vena cava artery (ivc). The physician advanced the 12fr/4.0mm titanium greenfield vena cava filter to the lesion and upon placement the filter failed to deploy and migrated to the superior vena cava artery (svc). The physician attempted to retrieve the filter and during retrieval the filter deployed and lodged in the svc. The physician then deployed another 12fr/4.0mm titanium greenfield vena cava filter in the ivc. The physician planned to remove the first filter at a later time. The patient status was stable for twenty-four to thirty-six hours post procedure and then the patient's hypertension "started to get out of control". Hypertension medication was increased and may have "hidden some symptoms". The patient expired four days post initial procedure. Autopsy was performed but an official cause of death was not received; however per the hospital risk manager the death is believed to be related to this event as "it appears that there was bleeding into the pericardium sack".